Manufacturer narrative:
Additional devices included on this report are as follows: catalog #ceb231410a/ serial #(B)(6)/ UDI #(B)(4) which is captured in manufacturer report # 3013164176-2020-01081. H.6. Method code 3: code 4112 - images were provided, and an imaging evaluation was performed. H.6. Results code 3: code 3207 - the imaging evaluation found the following: one time-point available for evaluation: post-implantation cta dated (B)(6) 2020. There appears to be a separation of the distal contralateral limb and the proximal ibe component in the left common iliac artery (lci). The length from the distal limb to the proximal ibe appears to be ~4cm, by outer curve length. Lci angulation at the device separation appears to be 97 degrees. H.6. Conclusions code 1 remains unchanged. H.6. Conclusions code 2 remains unchanged. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration.

Manufacturer narrative:
B4: description of event: additional information regarding reintervention added. H6: investigation conclusions codes remain unchanged. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration.

Event description:
On (B)(6) 2020, a reintervention was performed. The system was relined from the contralateral leg gate to the iliac branch component flow divider using two additional contralateral leg components (plc14100 and plc271200). There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, component migration.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that CT follow up on (B)(6) 2020 revealed complete separation of the gore® excluder® aaa contralateral leg component and the gore® excluder® iliac branch component. The device separation was reportedly suspected to be caused by the patient's anatomical tortuosity and remodeling. Reportedly no aneurysm enlargement was noted. It was reported that reintervention is planned, but has not been scheduled.